Event description:
(B)(4). I've had pain since the device was implanted. Since then the pain has gotten worse and worse. I have been told that the only option is a hysterectomy. The pain has become excruciating at times.